Manufacturer narrative:
(B)(4). The incident sample will not be received for evaluation. If additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the following incident that took place during a crf as part of the us rfa registry for barrett's esophagus. This pt was prospectively enrolled with 15 cm high grade dysplasia. Following the last ablation treatment, the pt experienced a retracting stricture. The pt had treatments of dilation, kenalog injections, and time with esophageal stents. The pt's symptoms were reported to have resolved. The physician also noted that the relationship of the event to the procedure was definite but there was no device malfunction.